Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that the controller d displayed a batteries low replace the controller batteries soon message while they were trying to charge the implantable neurostimulator (ins). Pt stated that the message continues to display even if the controller was charged. Pt noted that for over three days they only got to charge their ins 50% maximum because the recharger was not consistently working when it's charging the ins. Pt mentioned that they met the manufacturer representative (rep) in person at healthcare provider (hcp) office, they helped to troubleshoot the issue and was told to call patient services to request for a new battery. When asked for the notify date, pt stated that it was after they noticed the issue over a year ago. Pt mentioned that,prior to losing their vision, they used to remove the battery from the controller. They mentioned that they charged the controller to 100% this morning, but when they connected the recharger and lay down, the charging suddenly stopped. Pt noted that although the controller appears to be charging normally, the "replace the controller batteries soon " message has appeared multiple times. When pt was asked for the event date, pt stated that this issue started over a year ago. Agent reviewed information about the batteries low message. Troubleshooting was unable to be performed as patient is le gally blind and has difficulty reading and navigating devices. Agent sent a request to repair to replace the recharger and instructed pt to monitor the issue. Pt will call manufacturer back if the issue persists. Pt mentioned that their ins had been turned off for a period of time while they underwent medical procedures. Pt mentioned that ever since their ins was replaced in 2022,the manufacturer representative (rep) kept missing appointments. Pt expressed their frustration about this matter. Pt stated that they just wanted to get their device to work to get some pain relief as the pain was "driving them crazy" pt mentioned that they have an appointment with their hcp this friday. Agent had trouble keeping up with the patient during the call, as the patient was providing a lot of information and speaking too fast. Agent did their best to document all relevant information. Patient called back and repeated previously documented information. Patient called in stating they received the replacement recharger but continuously getting replace controller batteries even after receiving the replacement. Patient was really frustrated with the process. Patient refused to do troubleshooting and refused to provide information of their equipment. Patient stated they can't live with the pain anymore and thinking about suicide. The patient also reported experiencing vision loss, which has further contributed to their burden and pain. Agent reviewed information about replace batteries soon message. Agent sent a request for controller and battery pack replacement. Agent closed the case.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6): product type recharger product ID m995402a001 lot# serial# (B)(6): product type product ID 97745nt lot# serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.